Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. (B)(6) device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter failed as it failed the connection threshold and connection test. No share log data was available for review. The customer complaint of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.